Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed to read the waveform.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.